Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) analyzed the system and confirmed that the device unable to start up. The issue is bios battery was low. Rse guided customer to manually start the host and replace bios battery. The customer replaced the bios battery, after that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that allura xper was unable to startup. The device was inside clinical use at the time of the event. No patient harm was reported. Remote service was provided, the customer was instructed to start the host and replace bios battery. The device was returned to expected functionality.